Event description:
I went in the hospital to have essure by bayer inserted for permanent birth control after having my second son and being assured this was a safe and permanent option. Upon having the surgery, I had continuous heavy bleeding that didn't stop until (B)(6) 2013 when I had to have a total abdominal hysterectomy for the constant re-puncturing of my uterus, debilitating migraines, severe anemia, and excessive scar tissue. It caused my bladder and colon to fuse to my uterus. My doctor in (B)(6) refused to believe it had anything to do with the essure and went as far to put me on estrogen hormones. Thankfully after moving to (B)(6), I found a doctor who listened and believed it did seem related to the essure since the pain and bleeding started immediately after my surgery and never before. This was an absolute nightmare that no one would take responsibility for other than to say it was a fluke. I have since connected with thousands of women who have had similar or more severe experiences and I am blown away that this is still given as an option to women in the us as it has been banned everywhere else.